Event description:
Original complaint: customer is claiming that the bristles comes off the product. The bristles fell off after 2 uses, and he had another brush that he used several times that had the bristles fell out. The 50% of the bristles were gone after he used it. He quit using the brushes after using 2 brushes.